Event description:
It was reported that the patient presented to the hospital for a device implant procedure on (B)(6) 2022. After the pacemaker and the leads were implanted, the patients system was tested. During examination of the lead, it was noted that the right ventricular (rv) lead no longer captured. Chest x ray confirmed rv lead dislodgement. The physician explanted and replaced the rv lead on (B)(6) 2022 with no complications. The patient was in stable condition.

Manufacturer narrative:
The reported events were for lead dislodgement and failure to capture. As received, a complete lead was returned in one piece. Visual inspection of the lead found the retracted helix clogged with blood. After cleaning and applying torque directly to the connector pin, the helix could extend and retract. The measured full helix extension length was within product specification. The reported event for failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.